Event description:
It was reported that a patient underwent bilateral reconstructive breast surgery and an abdominoplasty and topical skin adhesive was used. About two weeks after the procedure, the patient notified the surgeons office that she was having an allergic reaction. At that time, the patient thought the reaction was due to the lortab and discontinued it. After that, the patient was seen in the office and it was noted she had an allergic reaction at the site of the topical skin adhesive. There was excoriation, white pustules, redness and rash with itching at all surgical sites. The topical skin adhesive was removed and the patient started on a medrol dose pack. The patient notified the surgeon's office that the reaction was subsiding.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.